Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices ((B)(4)) used during the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands broke when they were tightening the device. The same issue occurred with second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.